Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, the patient underwent a posterolateral spine fusion surgery from l4 to s1 using rhbmp-2/acs. The patient's post-operative period has been marked by increasingly severe lower back pain, as well as numbness and tingling that radiates into his upper and lower extremities bilaterally. An x-ray taken on (B)(6) 2010 revealed severe central stenosis at the level of the fusion. The patient developed worsening severe low back pain, numbness and tingling in both of his feet, and pain in his left posterolateral thigh. The patient was prevented from practicing and enjoying the activities of daily life he enjoyed pre-operatively, and he has otherwise developed permanent injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of ls-s1 isthmic spondylolisthesis and severe l4-5 stenosis and underwent l5- 1 gill procedure, interbody fusion with cages and posterolateral fusion, l4-5 extensive central and lateral decompression, interbody fusion with cases and posterolateral fusion, l4 to sacral segmental pedicle screw fixation, use of nerve monitoring l4,l5, and s1 nerve roots bilaterally, that is 6 nerve roots over approximately 5 hours, implantation of internal bone stimulator. Per op notes, transverse processes were decorticated. The local bone was fashioned into small cubes. At l5-s1 a peek cage was packed with bmp material and bone graft. This was then driven into the disk space on the left side and rotated 90 degrees. The position was verified on image intensifier. Bone graft had been impacted into the anterior interbody area prior to this maneuver. At l4-5, similarly bone graft was packed into the anterior interbody area. Peek cage was packed with bmp material and bone graft.